Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported under-infusion could not be confirmed or replicated during the investigation, as no devices were returned. The event date and time were not reported. Laboratory testing was not able to be performed due to no devices being returned for investigation. No logs were received for investigation; therefore, a log review could not be performed. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. There was no patient involvement. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause for the reported under infusion is the misloaded administration set on the pump module. No laboratory testing or log review could be performed since no devices were returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that medication was infused over two (2) hours instead of one (1) hour causing it an under infusion. There was no patient harm.

Event description:
It was reported that medication was infused over two (2) hours instead of one (1) hour causing it an under infusion. There was no patient harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.